Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed and a hole (similar to generated by a needle) was observed in the body of the bag and it was evidenced other hole (equal to hole mentioned before) in the external bag. During functional under water pressure testing, bubbling was evident in the right side of the body of bag; the most likely cause of the condition was due to user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) all-in-one container leaked from an unspecified location during use at the clinic. There was no patient involvement. No additional information is available.